Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during user inspection, the cardiosave intra-aortic balloon pump (iabp)unit ac power cord is stuck. There was no patient involvement reported.

Manufacturer narrative:
Updated fields - (event site postal code - (B)(6) ). A getinge field service engineer (fse) while doing inspection found ac power cable won't get caught and come out. Confirmed that the ac power cable is caught on the derailment prevention pole of the rotating disk. Improved the catch and adjusted the height of the turntable just in case. After each work, we checked the operation based on the inspection record sheet and confirmed that it is working well at the moment.

Event description:
N/a.